Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 189-332 mg/dl; cause was not known. Elevated bg was addressed via manual insulin injection. Customer required assistance from their partner to get a wet towel after becoming nauseated and dizzy. System check was performed with tandem technical support and the pump was functioning as intended.